Event description:
It was reported the device fired fine during a pph procedure, however surgeon had to bring pt back into or later that evening for post operative bleeding at the staple line. The surgeon did not indicate that there was anything unusual about the staple line, but oversewed to control the bleeding. The pt is doing fine.